Manufacturer narrative:
A review of lot c120 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and trends have been detected for drive tube leaks; CAPA (B)(4) has already been initiated to investigate drive tube leaks. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer reported a drive tube blood leak at 1320ml of whole blood processed. Treatment was aborted without returning blood to pt. Customer removed kit, cleaned centrifuge and clx was ready for a new treatment. Customer provided photos for eval.